Manufacturer narrative:
Suspect medical device concomitant products: olympus visi-glide wire guide, erbe 2000 electrosurgical generator. Continued: initial reporter; occupation: unknown. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used three (3) tri-tome pc triple lumen sphincterotomes. The alignment of the tip was bent out of shape. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used three (3) tri-tome pc triple lumen sphincterotomes. The alignment of the tip was bent out of shape. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section d. Suspect medical device concomitant products: olympus visi-glide wire guide, erbe 2000 electrosurgical generator. Continued: section e. Initial reporter; occupation: unknown. Investigation evaluation: our evaluation of the returned device could not confirm the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that was placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (olympus model number tjf-160v). The catheter exited the endoscope with the cutting wire facing 11 o¿clock. Prior to being bowed, the distal end entered the simulated papilla. The device was then bowed and the cutting wire was facing 12 o'clock. The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was observed. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.